Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 54 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an open sigmoidectomy, the firing stopped on the way of the fourth firing on the colon. The staple height was blue. The deployed staples of the distal end were loosely formed b. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.